Event description:
It was reported that a patient using the ilet bionic pancreas with a dexcom g7 and an inset 23"-6 mm infusion set experienced multiple hypoglycemic events over several weeks, including four lows in one day, with the lowest glucose reported at 39 mg/dl and a concurrent fingerstick of 82 mg/dl at the time of the call; the patient treated lows with oral glucose, a meal, and peanut butter with crackers, and additional training was scheduled. Symptoms included shakiness, fatigue, and impaired ability to function. Outcomes included the need for self-treatment with oral carbohydrates and follow-up training, without hospitalization. Investigation included internal clinical support review and coordination for patient follow-up. Investigation of this case revealed that the cause of hypoglycemia was unclear based on available information, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.